Event description:
New information states that the patient was discharged in stable condition.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient received several inappropriate hv therapies due to lead dislodgement. Lead reposition was planned; but during lead testing, high out of range, pacing lead impedance was observed. The lead was explanted and replaced. The patient was reported to be recovering.